Event description:
The customer reported that they received an erroneous result for one patient sample tested for triglycerides. The sample initially resulted as 383 mg/dl and this value was reported outside of the laboratory. The patient did not agree with the result because his triglyceride results have never been that high. The sample was repeated on (B)(6) 2014 using a second tube from the same sample drawing and resulted as 127 mg/dl. The patient was not adversely affected. The triglycerides reagent lot number was 696549. The triglycerides reagent expiration date was asked for, but not provided. Investigations have ruled out a reagent issue since calibration and quality controls are acceptable.

Manufacturer narrative:
A specific root cause could not be determined with the information provided. Additional information for investigation was requested, but not provided. A reagent issue could be ruled out since calibration and quality controls were acceptable. A pre-analytic sample handling or a hardware issue could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6).